Event description:
Implant surgeon of the hospital reported to our sales rep, that two articles of the system "hoffman ii" were not clean after the sterilisation and cleansing process. There are debris of blood in both articles.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report. Same event as MDR 8031020-2011-00134.